Manufacturer narrative:
The device trained customer reported the suspect device/component will be re-worked. However, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator device "shut off", while in patient use. The customer stated no known patient harm or injury reported with this event.